Event description:
On (B)(6) 2015, conmed (B)(4) received a "closeout" letter from the tga informing conmed of an incident filed by the end user facility. Listed below is the description of the reported incident. The patient was undergoing a total knee replacement. The surgeon had made the femoral and tibial cuts using the saw. He then took the chamfer cutting block, retook the saw from the scrub nurse when the trigger sprung apart fell apart in his hands. The surgeon did not realize that the screw from the trigger had been flung forward into the wound landing in the thigh of the patient. The saw was then handed off the sterile field to avoid contamination. On completion of surgery the scrub nurse checked the saw for completeness of components and found that a small screw <0.5cm was missing. The screw is the only screw component of the trigger and holds the trigger in place against a spring. The patient was x-rayed and the screw located. The patient returned to the operating room for removal of the screw under ii via a small opening into the suture line.

Manufacturer narrative:
Conmed service center in (B)(4) received the pro6300 handpiece for service/repair on (B)(4)2015 with an indication that "the screw from the trigger came out during an operation and that the screw was recovered". The received cover letter dated (B)(4) 2015 for this service request from the user facility did not inform the manufacturer of this incident. However, the event was later reported to the tga by the user facility on (B)(4) 2015. An evaluation of the returned handpiece found the unit was received with the trigger screw missing and the trigger spring bent. The missing and damaged parts were replaced and functional testing found the unit performed to specifications with no problems noted. The handpiece was returned to the user facility on (B)(4) 2015. This mpower oscillating saw was manufactured on 18-jun-2008. A review of the service records indicated that the unit was previously returned to conmed service center in (B)(4) for service/repair on (B)(4) 2014 due to the controller failure and blade contact assembly worn. No other service/repair history found for this handpiece. In this instance, the handpiece is over 6.5 year old and the most like causes of this reported incident are excessive usage, lack of preventative maintenance, and/or care and handling of the device. The instruction manual informs the user of a 12 months service interval for this device. Over extended use and without proper preventative maintenance, damage can occur to this device causing it not to function at its optimum. To reduce the risk of injury to the patient, the handpiece instruction manual provides the following precautions and warnings: - handle all equipment carefully. If the handpiece is dropped or damaged in any way, return it immediately for service. - prior to each use, perform the following: · inspect all equipment for proper operation. · ensure all attachments and accessories are correctly and completely attached to the handpiece.